Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral breast sagging. (B)(4).

Event description:
It was reported that a (B)(6) year-old white & african american female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 450cc gel breast prostheses that have dropped. The patient reported that both of her breasts are sitting lower on her body. In addition, the patient reported that a mammogram showed something abnormal in her right breast, but it was not specified what the abnormality is. As a result, the patient underwent bilateral explantation and replacement with unspecified saline breast prostheses on (B)(6) 2020. After explantation surgery, it was observed that there were bubbles in the removed breast prostheses. This medwatch report is of the patient¿s right breast prosthesis.